Event description:
On 7/18/99, customer felt numbness around mouth and disoriented. At 5:00 pm, her fasting blood glucose was 8 mg/dl. She ran two more tests to check the first result and obtained readings of 10 and 15 mg/dl. The customer consumed some food and about 30 mins later (5:30pm) her blood glucose was 41 mg/dl. The paramedics arrived at 6:30 pm and their meter read 115 mg/dl. During the morning on 7/19/99, the customer's blood glucose ranged from 22 to 54 mg/dl. Customer went to her dr's office at 2:00 pm that afternoon and his meter read 568 mg/dl. Using the same fingerstick, the customer's meter blood glucose result was 36 mg/dl. Pt was treated with her usual insulin dose (45 units 70/30 and 10 units regular). Customer was sent replacement meters and supplies and was also trained on their use.